Event description:
While treating a pediatric patient with the model 3100a, the oscillator overheat light came on. Later, after removing the patient for routine suctioning, the operators could not get the 3100a's oscillating driver to restart. According to the users, the patient was not compromised.